Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 4 days after the wearable had been inserted in the arm. On (B)(6)2024, the patient lost consciousness for 30 minutes. The cgm alerted high, and the patient increased her insulin intake. An ambulance was called, and the paramedics took a bg reading which was 38 mg/dl. The patient was hospitalized. The patient was treated with ¿liquid glucose¿ at the hospital. At the time of the report the patient was stable. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.